Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. On power up the pump displayed error code 42224 with no alarming. During functional testing; however, the device did not repeat the reported problem and there was no evidence in the event history log of the reported error. The error code indicated a microprocessor board issue; however, the investigation determined there was no issue with the microprocessor board and the error was cleared. The problem source could not be identified. Software was installed as a preventive measure. Based on the investigation, the complaint allegation was not confirmed. Correction: UDI is (B)(4).

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.